Event description:
It was reported that, during surgery, the r3 impactor broke.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirmed that the r3 straight shell impactor failed as result of a weld failure at the strike plate. A welded region on the r3 straight shell impactor was fractured. This was likely due fatigue loading of the weld joint caused by repeated impacts. The device was manufactured in 2015. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Additional information received, identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. [(B)(4)].